Event description:
Initial ftrd treatment was without complications. After 1 week, a delayed perforation occurred. Patient had been regularly treated with peritoneal dialysis, which was not paused after the procedure. The perforation was closed by surgery but the comorbid patient had more complications in the further clinical course and died 4 weeks after the procedure.

Manufacturer narrative:
Initial ftrd treatment was without complications. After 1 week, a delayed perforation occurred. Patient had been regularly treated with peritoneal dialysis, which was not paused after the procedure. The perforation was closed by surgery but the comorbid patient had more complications in the further clinical course and died 4 weeks after the procedure. Patients on peritoneal dialysis are commonly switched to hemodialysis before and after surgical or transmural interventional colorectal procedures. It is known from the literature that patients otherwise have a significantly increased risk of abdominal complications. This was not done in this case. The device was discarded and not available for technical analysis by us. Based on the available information, there is no indication of a technical failure of the device. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".